Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has burst longitudinally over a length of about 51 mm. Microscopic inspection of the balloon surface showed a long deep scratch at the distal end of the tear. It therefore seems likely that the damage in the balloon was caused by a hard, sharp-edged object pressing against the balloon from the outside. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. The instrument was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the reported complaint event is most likely related to the patients anatomy.

Event description:
A passeo-18 balloon catheter was chosen for the treatment of a moderately calcified lesion (70 percent stenosis degree) in a moderately tortuous sfa. During inflation up to 14 atm the balloon bust. The intervention was completed with another passeo-18.